Manufacturer narrative:
The device was returned for analysis. The reported packaging problem (kinked coil) and difficulty to remove was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported packaging problem (kinked coil); however, factors that could contribute to packaging problems (kinked coil) include, but are not limited to, manufacturing damage, damaged during shipping, and product damage during handling by user. The reported difficulty to remove appears to be related to context of the procedure as it is likely the damaged packaging dispenser caused the difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6- device code 2889 was removed.

Event description:
Additional information: follow-up with the account confirmed that the reported protective sheath was crushed and could not be removed was referring to resistance removing the xience proa stent delivery system from the dispenser coil and the dispenser coil being kinked. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xience proa is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s.

Event description:
It was reported that when removing the xience proa stent delivery system from the packaging, the protective sheath was crushed and could not be removed. The device was not used. The procedure was successfully completed with another device. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.